Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area, display window and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. Unit received with stained and faded serial number label.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.